Event description:
The hcp reported that the pump ran dry in 2007 and the patient reported that the "pump is not working". The hcp denied volume discrepancies and states an x-ray "looks good". The hcp inserted a needle into the side port, but was not able to aspirate from it. Dye was seen in the intrathecal space after it was "pushed through catheter"; no leakage was noted. No abnormalities noted in logs. The patient reported withdrawal symptoms which were not verified by the hcp, but hcp noted that the patient "gets very anxious about withdrawal". The patient is receiving morphine 25mg/ml with a daily dose of 10.5mg. The patient was scheduled for an MRI in the near future to check for a granuloma, however, the patient was not able to lie still for the MRI. A refill was performed; reservoir volumes were appropriate and patient is doing fine. No further intervention will be done at this time.